Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet occluder was successfully implanted in a patient using a 14f amplatzer torqvue 45x45 delivery sheath. There was no pericardial effusion noted prior to procedure. The patient was administered 8000 iu for procedure and had a noted activated clotting time (act) level of 342 seconds. There was no difficulty implanting the occluder. There was only one deployment, all close criteria were met, and two tensions tests were performed before final release. There was not multiple wire or delivery sheath exchanges and no wire ever placed in the left atrial appendage. It was noted less than 24 hours post-implant, that the patient became hypotensive. It was discovered via transthoracic echocardiogram that the patient had developed a pericardial effusion. The decision was made to perform a pericardiocentesis. There were no further complications reported. There is no allegation of malfunction against the abbott device or procedure. The patient was stable at the time of report.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The patients activated clotting levels were 342s. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received and per event details, the cause of the reported events could not be conclusively determined. There was no allegation of malfunction against the abbott device or procedure. The reported unexpected medical intervention was a result of case-specific circumstances, as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.